Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue occurred during a planned non-emergency treatment. However, treatment of the patient was completed using a different system. No delay to treatment or harm was reported. A philips field engineer (fse) inspected the system onsite and confirmed the reported issue. Troubleshooting measures found that there was no power or display in the main cabinet supply (mcs) but the signal was displayed with a different lcd screen. The cause of the issue was determined to be the monitor itself. The fse replaced the color lcd monitor and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the azurion's live monitor would not display images. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the lcd monitor which returned the device to use in good working order.